Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, above 200 ohms on the rv lead channel. Technical services (ts) performed an individual vector breakdown, and it was found that the coil exhibited the high shock impedance measurements. Results were shared with clinical representative. Further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, above 200 ohms. Technical services (ts) performed an individual vector breakdown, and it was found that the coil exhibited the high shock impedance measurements. Results were shared with clinical representative. Further testing was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, programming adjustments were performed, and further patient monitoring were recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, above 200 ohms. Technical services (ts) performed an individual vector breakdown, and it was found that the coil exhibited the high shock impedance measurements. Results were shared with clinical representative. Further testing was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, programming adjustments were performed, and further patient monitoring were recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.